Event description:
Customer reported hospitalization. Customer stated that the hospitalization was due to her error. The current blood glucose reading is 121 mg/dl. The incident had happened a long time ago. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.